Manufacturer narrative:
H3 other text : device was evaluated by third party service center.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. In addition of the above evaluation, the device's base enclosure, rear case, front case, oxygen blending module housing, porting block and handle all had cracked plastic, all parts have been replaced, which was not related to the malfunction/issue.